Event description:
Procedure type: sigmoid resection. According to the reporter: after applying the device the surgeon could not open it, and had to pull at the tissue to remove it. The surgeon strengthened the staple line by suturing. No bleeding was occurred but surgery time was extended by thirty minutes as a result. No pt injury was reported. The pt is in well current condition.